Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient was in the hospital and had coded twice with some syncope. Also, the smart pass feature had programmed itself off due to undersensing. Technical services reviewed the electrograms and discussed them with the caller. The sensing was then reprogrammed to the primary sensing vector. The patient was later transferred to another hospital where the implanted system was programmed off. There were no additional adverse patient effects. The system remains implanted.